Manufacturer narrative:
All info was provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that a pt presented for a follow up. An error message displayed informing the user the diagnostic could not be viewed. The data was saved to the hard drive. After shaving, the diagnostics had been cleared. The device remained implanted.